Event description:
It was reported that iab was inserted during bypass surgery in 2005. In 2005, blo0d was observed in helium tubing. Iab was removed and a re-insertion was not required. There were no associated patient complications. Clinician noted that approx. 4 hours before iab was removed, a chest x-ray was taken and the iab was noted to be positioned low in the aorta. Iab was advanced 4cm by respiratory supervisor by order of physician.

Event description:
It was reported that iab was inserted during bypass surgery in 2005. The following day, blood was observed in helium tubing. Iab was removed and re-insertion was not required. There were no associated patient complications. Clinician noted that approx. 4 hours before iab was removed, a chest x-ray was taken and the iab was noted to be positioned low in the aorta. Iab was advanced 4cm by respiratory supervisor by order of physician.